Event description:
Consumer claims she was burned from the cord being damaged and also she had the unit off on her bed and when she rolled over she must have hit the switch and it turned on, burning her left upper leg.

Manufacturer narrative:
In testing now. Will resubmit to FDA and send updated info at a later date.